Event description:
The ge oec 9800 fluoroscopy system reportedly mix data. There was no reported harm or negative effect to the identified patient.

Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the issue to a corrupt hard drive that was removed and replaced to repair the malfunction. No negative patient effect was caused by this malfunction.